Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents the bard/davol 3dmax mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of two 3dmax meshes (device #1 and #2). Per operative notes, ¿ the left inguinal hernia sac was identified and dissected. A 3dmax mesh (device #1) was placed around the defect and tacked. On the right side, a small hernia was noted and sac was reduced. A 3dmax mesh (device #2) was placed along the anterior abdominal wall and sutured.¿ (B)(6) 2012 ¿ patient was diagnosed with right lower quadrant abdominal pain thereby underwent laparoscopic repair with removal of 3dmax mesh (device #2) and implant of synthetic mesh. Per operative notes, ¿multiple adhesions were removed and mesh (device #2) was seen folded inside. The mesh (device #2) was removed and synthetic mesh was placed and tacked covering the abdominal wall.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax mesh (device #2). An additional emdr was submitted to represent the bard/davol 3dmax mesh (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh (x2) on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.